Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed related to complaint. Device failed functional testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were not functional, but device did vibrate.